Event description:
As reported by the exactech knee replacement study, approximately five months post initial tka, the 54 y/o female patient complaint of stiffness to right knee. No improvement with physical therapy (pt). The event is still ongoing. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure.

Manufacturer narrative:
Concomitant medical products: truliant cr por fem cr por right sz 3 (cat# 02-020-14-0330); truliant por tib tray size 3f/2t (cat# 02-022-55-3020); advanced patella 29m 3 peg implant (cat# 200-07-29). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
(H3) as reported by the exactech knee replacement study, approximately five months post initial tka for osteoarthritis, the 54 y/o obese female patient complaint of stiffness to right knee. No improvement with physical therapy (pt). Other action taken: pre-op counseling for lysis of adhesions. Risks and benefits given. The event is still ongoing. Per clinical study case report form indicates this event is unlikely related to devices and possibly related to procedure. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent pain/stiffness cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.